Manufacturer narrative:
The device log files were provided for evaluation. The review of the device log confirmed the reported problem. The device was in constant operation while experiencing overheating conditions, without any user intervention. Consequently, the blower sustained damage and subsequently activated tf316 - blower failure during the next startup. The customer was recommended to replace the blower. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged the device showed a technical failure alarm 316- blower failure. Complainant did not report patient involvement.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.